Manufacturer narrative:
A visual examination of the returned device found it missing approximately 1cm for distal connector. Examination of the fracture surface revealed the presence of shear/tear planes. Compression and tension zones along with a bending action were observed. No material anomalies were noted. No other obvious defects were noticed to the device. Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident; the jagtail could not be connected to the guidewire. The guidewire potentially fractured due to a reversed bending moment which is related to the manner in which the device was handled during the procedure. Although the each cause of failure could not be determined, the most probable root cause is handling damage. A search of the complaint database revealed that no add'l complaints exist for this lot. (B)(4).

Event description:
It was reported to boston scientific corp that a jagtail was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, during the procedure the jagtail would not connect to the guidewire. The procedure was completed with another jagtail. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; guidewire fracture.